Event description:
The provider states the chair is pulling to the left. The provider states he replaced both rear wheel bearings in the back to attempt to correct the issue with no success. Tech service instructed the provider to swap both casters and forks, check crossbraces and hardware for bends. The provider denies the end user was leaning too far to the left.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.